Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported the procedure was being performed on a male pt. After flushing the extension lumen, blood came up in the lumens. As a result, the physician decided to exchange the extension line assembly. There was no delay in treatment and no pt death or complications reported.